Event description:
It was reported that the 9800 system c-arm will not lower. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the ps3 power supply and the coupling connector. The system was tested and found to be working as intended and placed back into service.